Manufacturer narrative:
H4: the lot was manufactured from august 4, 2020 - august 5, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed ruptured bladder. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined; however the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured. The event was further described as "the elastomer on the front was broken and the cytostatic solution was back in the pump (housing)". This issue occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.